Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the physical device was not returned for evaluation. However, one electronic photo provided for review. Milky white opacification was noted to both the extension legs near the bifurcation area. Therefore, the investigation is confirmed for the reported catheter opacification issue. However, the investigation is inconclusive for the reported catheter deformation and flow rate restriction issues as the provided photo was not sufficient enough to confirm the reported event. The definitive root cause for the reported event could not be determined based upon available information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that twenty three days post a dialysis catheter placement, the catheter allegedly emulsified and could not be dialyzed normally. It was further reported that the flow rate was affected. Additionally, catheter deformation causes changes in the lumen, which reduces the flow rate and cannot meet normal dialysis needs. Reportedly, the catheter was removed and replaced. There was no reported patient injury.

Event description:
It was reported that approximately twenty three days post a dialysis catheter placement, the catheter allegedly emulsified and could not be dialyzed normally. Reportedly, the catheter was replaced. There was no reported patient injury.

Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. However, photos were provided for review. The investigation of the reported event is currently underway. H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.